Event description:
Boston scientific crm received information that this patient with this pacemaker experienced pacing inhibition of greater than two beats whenever the patient moved their arm. Since the patient is not pacemaker dependant, the physician has elected to leave the device and leads in place. Physician will watch patient at subsequent visits going forward.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available to the company at this time. If additional information becomes available, this event will be updated as necessary. The device was returned with the header detached. Further analysis is being performed. Once analysis is complete this report will be updated.